Event description:
Note: this report pertains to one of four complaints. Refer to MFR reports 3005099803-2009-02621, 3005099803-2009-02622, 3005099803-2009-02623 for the other associated device info. It was reported to boston scientific corp that two gold probes and two bipolar gold probe cable adapters were used during a procedure in 2009. Per the complainant, the first probe did not cauterize. A second probe was attempted with the same result. It is believed that the inner ring from the cable adapters detached within the gold probe plugs. As the case was not urgent, the physician rescheduled the procedure for another day. There has been no report of complications or injury due to this event. Post procedure, the status of the pt is fine. Attempts to obtain additional info regarding the procedure and the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be filed.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot #; therefore, the lot expiration and device manufacture dates are unk. The device has not been received for analysis. Upon receipt of device and completion of the failure analysis, if there is any further relevant info from that review, a supplemental medwatch will be filed.